Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the minicap and the catheter. The patient stated that the minicap fell off. The patient sterilized the catheter and used a new minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacture date: 02/04/2016 - 02/16/2016. A companion sample was received and evaluated for the reported connection issue . A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by pressure testing the companion sample pouch, no issues were noted. The minicap was secured onto a transfer set and functionally tested and no problems were identified. The reported issue was not verified. The sample met all product specifications related to the reported connection issue. Should additional relevant information become available, a supplemental report will be submitted.